Event description:
Account obtained falsely low potassium for 22 pt samples. The field service rep corrected the problem by cleaning the sipper nozzle. Three pts received kci based on the results, but the account indicated that the kci therapy had no detrimental effect on any of the affected pts since the pts' potassium levels after administration of kci were still in the normal to low range.